Manufacturer narrative:
The insulin pump was received with currents in specification. The customer was received with completely broken off reservoir tube lip. The reservoir was unable to lock in place. Analysis was unable to performed basic occlusion test or occlusion test due to completely broken off reservoir tube lip. The insulin pump passed rewind test, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, broken reservoir tube lip and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that the top of the reservoir compartment ad cracks. The customer stated that they had blood glucose that was too high to read. The customer stated that they reverted to manual injections due to being off the insulin pump for less than 48 hours to treat the blood glucose. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.